Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to have high, undefined impedance during upgrade of the patient's device. The lead was capped and replaced. No patient complications have been reported as a result of this event.